Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1031912 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing and quality control release testing were reviewed for test base lot 1031912 and they met release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1031912 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Manufacturer narrative:
Please reference manufacturer report numbers 1221359-2021-02749, 1221359-2021-02750, 1221359-2021-02751, and 1221359-2021-02753. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 for multiple patients. This MFR. Report addresses patient 4 of 5. The customer reported a false positive result with the ID now covid-19 on a direct tested nasal kitted swab. Repeat testing was not performed. Pcr confirmation testing generated negative results (CT values not provided). The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.